Manufacturer narrative:
Device passed the displacement test. Pump error 63 alarmed during self test and confirmed in device history file due to a broken trace at keypad assembly. No pump error 2 alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had hardware low level failure during self test and had other insulin pump error too. Customer¿s blood glucose was unknown. Customer stated that insulin pump was able to rewind but insulin pump error occurred again during self test and self test failed. Insulin pump will be returned for analysis.